Event description:
It was reported that a revision surgery was performed due to a skin infection. Surgeon does not contribute the infection with the implants.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
.